Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for complex regional pain syndrome type I. It was reported that the patient¿s implantable neurostimulator was in his abdomen and is used for nerve pain in his wrist. The patient was recently having wrist pain (starting about a week prior to the report, confirmed as (B)(6) 2017). When the patient¿s family member checked with his patient programmer, the device was not staying on. The patient had been busy resolving other unrelated health issues and dealing with so much pain from those that they had not recharged for a month. When the family member noticed that stimulation was off, the implantable neurostimulator recharger showed at one quarter, but they had been recharging and did not recharge fully. The patient had typically recharged once per month and the implantable neurostimulator reached between ¾ charged and fully charged, and then they would run it at 0.5 volts. Lately they had been recharging from one quarter to one half because hehad been dealing with the patient¿s other health issues. There was a loss of therapy and the patient programmer was showing that stimulation was off at the time of the report. It was revealed through discussion that the stimulation was probably off due to needing to be recharged. It was noted that the patient had recently been exposed to electromagnetic interference when they had an unrelatedknee replacement surgery. The manufacturer representative had gone to the hospital to turn stimulation off for the patient for his knee replacement since the health care provider would not do the surgery unless the stimulation was off, but the patient¿s family member reported that they never turned stimulation off. No further complications were reported. It was reported that the patient¿s other unrelated health issues included 3 knee replacements since (B)(6) of 2013 (one had to be redone and the second one was a revision done in (B)(6) 2015). Then the patient had hematoma from stent bypass in both legs. The patient has had 6 or 7 procedures that didn¿t relate to nerve pain in his wrist. The patient¿s knees are not better. The patient was going to need a bypass again because his left leg was not getting enough circulation. It was noted that this was done in (B)(6) and they have a short lifespan. The patient also had a wound vac installed and has someone come to their house due to a hematoma in his groin for 4-6 weeks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.